Manufacturer narrative:
Philips service replaced the communication cable, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry resting occurred during examination due to a drive system error detected on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.